Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('presence of these metallic devices firmly within the myometrium') and genital haemorrhage ('heavy bleeding / abnormal bleeding (vaginal, menorrhagia)') in a 67-year-old female patient who had essure (batch no. 710398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, back pain, gravida ii, parity 2 (((B)(6) 1985, (B)(6) 1989)), tetanus, hypertension, back surgery, cystocele and rectocele. * on (B)(6) 2010 lumbar spine without IV contrast: foca1 right foraminal disc protrusion at l4-l5 causing at least moderate right. (B)(6) 2010: lumbosacral spine, three views examination : mild degenerative change at l4-l5. 2. Minimal nonsignificant curvature of the lumbar spine. (B)(6) 2012: screening mammogram: a few punctate calcifications are seen with n the outer left breast impression: prominent levoscolosis of upper thoracic spine. Concurrent conditions included overweight, flu symptoms, general body pain, cough, neck pain, vaginal discharge, vaginal itching, chest pain, sinus pressure, nasal congestion, allergic conjunctivitis, insomnia, tearfulness, mood altered, cloudy urine, anemia, euthyroid goitre, bladder infection, urinary tract infection, graves' disease, premenopause, gastroesophageal reflux disease, hypertension, fibroma, inflammation, major depressive disorder, headache, general body pain, vitamin d deficiency, musculoskeletal pain, upper respiratory infection, yeast infection and uterine leiomyoma. Family history included breast cancer (mother) and hypertension (grandmother). Concomitant products included diphenhydramine hydrochloride (antihistamine allergy relief), diphenhydramine hydrochloride;paracetamol (pain reliever pm), ibuprofen, naproxen sodium (aleve), paracetamol (acetaminophen) and thiamazole (methimazole) since 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse) (every attempt,severe)"). In (B)(6) 2011, the patient experienced depression ("depression") with depressive symptom and anxiety ("anxiety"). In (B)(6) 2011, the patient experienced fatigue ("fatigue / fatigue"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced abdominal pain ("severe abdominal pain / pain abdominal (a couple of times per month, severe)"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain ("severe back pain / pain pre-existing back pain worsened (daily, moderate)"), weight fluctuation ("weight fluctuations"), pelvic pain ("pain"), thyroid disorder ("thyroid problems") and gastritis ("gastritis"). The patient was treated with surgery (vaginal hysterectomy with conservation of ovaries). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, fatigue, dyspareunia, weight fluctuation, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea, pelvic pain, thyroid disorder and gastritis outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastritis, genital haemorrhage, menorrhagia, nausea, pelvic pain, thyroid disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she may have no choice but to undergo a hysterectomy to have her essure removed. Moreover, she has since been taking prescription medication in order to manage her severe pain. She had used bc powder, anxiety & gastritis medication as concomitant drug. She did not have essure removed. Essure confirmation test(s) conducted, specify- (B)(6) 2009 hsg (per pfs, please note date discrepancy) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Pathology test - on an unknown date: uterus, bilateral fallopian tubes, vaginal mucosa ¾ uterine serosa with subserosal leiomyoma. ¾ benign cervix with endocervix with area of mature squamous metaplasia. ¾ thin, weakly proliferative endometrium. ¾ intramural and submucosal leiomyoma with focal calcification measuring up to 3.0 cm. ¾ two metallic devices in cornua bilaterally. ¾ separate portions of squamous mucosa with maturation consistent with vaginal mucosa. Separate portion of soft tissue with 0.5 cm leiomyoma. Gross: specimen is distorted and difficult to identify anterior, posterior, left and right. Wrapped. Around in the outside of one stump of the fallopian tube are several wires and a wire is noted extending form the stump of the other fallopian tube. Sectioning of the cornua shows the presence of these metallic devices firmly within the myometrium. An intact length of fallopian tube is not identified.; on (B)(6) 2017: pathology report ¿ gastric biopsy benign gastric mucosa with mild inflammation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression , fatigue, back pain, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('presence of these metallic devices firmly within the myometrium') in a 67-year-old female patient who had essure (batch no. 710398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, back pain, gravida ii, parity 2 (((B)(6) 1985, (B)(6) 1989)), tetanus, hypertension, back surgery, cystocele and rectocele. * on 27-oct-2010 lumbar spine without IV contrast: foca1 right foraminal disc protrusion at l4-l5 causing at least moderate right. (B)(6) 2010: lumbosacral spine, three views examination : mild degenerative change at l4-l5. 2. Minimal nonsignificant curvature of the lumbar spine. (B)(6) 2012: screening mammogram: a few punctate calcifications are seen with n the outer left breast impression: prominent levoscolosis of upper thoracic spine. Concurrent conditions included overweight, flu symptoms, general body pain, cough, neck pain, vaginal discharge, vaginal itching, chest pain, sinus pressure, nasal congestion, allergic conjunctivitis, insomnia, tearfulness, mood altered, cloudy urine, anemia, euthyroid goitre, bladder infection, urinary tract infection, graves' disease, premenopause, gastroesophageal reflux disease, hypertension, fibroma, inflammation, major depressive disorder, headache, general body pain, vitamin d deficiency, musculoskeletal pain, upper respiratory infection, yeast infection and uterine leiomyoma. Family history included breast cancer (mother) and hypertension (grandmother). Concomitant products included diphenhydramine hydrochloride (antihistamine allergy relief), diphenhydramine hydrochloride;paracetamol (pain reliever pm), ibuprofen, naproxen sodium (aleve), paracetamol (acetaminophen) and thiamazole (methimazole) since 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse) (every attempt,severe)"). In (B)(6) 2011, the patient experienced depression ("depression") with depressive symptom and anxiety ("anxiety"). In (B)(6) 2011, the patient experienced fatigue ("fatigue / fatigue"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced abdominal pain ("severe abdominal pain / pain abdominal (a couple of times per month, severe)"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). In 2016, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain ("severe back pain / pain pre-existing back pain worsened (daily, moderate)"), weight fluctuation ("weight fluctuations"), pelvic pain ("pain"), thyroid disorder ("thyroid problems") and gastritis ("gastritis"). The patient was treated with surgery (vaginal hysterectomy with conservation of ovaries). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, back pain, weight fluctuation, vaginal haemorrhage, menorrhagia, depression, anxiety, pelvic pain, thyroid disorder and gastritis outcome was unknown, the genital haemorrhage, dysmenorrhoea, abdominal pain and nausea had resolved and the fatigue and dyspareunia was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastritis, genital haemorrhage, menorrhagia, nausea, pelvic pain, thyroid disorder, vaginal haemorrhage and weight fluctuation to be related to essure. No further causality assessment were provided for the product. The reporter commented: she may have no choice but to undergo a hysterectomy to have her essure removed. Moreover, she has since been taking prescription medication in order to manage her severe pain. She had used bc powder, anxiety & gastritis medication as concomitant drug.she did not have essure removed. Essure confirmation test(s) conducted, specify- (B)(6) 2009 hsg (per pfs, please note date discrepancy) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Pathology test - on an unknown date: uterus, bilateral fallopian tubes, vaginal mucosa ¾ uterine serosa with subserosal leiomyoma ¾ benign cervix with endocervix with area of mature squamous metaplasia ¾ thin, weakly proliferative endometrium ¾ intramural and submucosal leiomyoma with focal calcification measuring up to 3.0 cm ¾ two metallic devices in cornua bilaterally ¾ separate portions of squamous mucosa with maturation consistent with vaginal mucosa. Separate portion of soft tissue with 0.5 cm leiomyoma gross: specimen is distorted and difficult to identify anterior, posterior, left and right. Wrapped around in the outside of one stump of the fallopian tube are several wires and a wire is noted extending form the stump of the other fallopian tube. Sectioning of the cornua shows the presence of these metallic devices firmly within the myometrium. An intact length of fallopian tube is not identified.; on (B)(6) 2017: pathology report ¿ gastric biopsy benign gastric mucosa with mild inflammation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression , fatigue, back pain, pelvic pain, dyspareunia. Lot number: 710398 manufacturing date: 2008-05 expiration date: 2010-05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 06-oct-2020: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('presence of these metallic devices firmly within the myometrium') in a 67-year-old female patient who had essure (batch no. 710398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, back pain, gravida ii, parity 2 (( (B)(6) 1985, (B)(6) 1989)), tetanus, hypertension, back surgery, cystocele and rectocele. On (B)(6) 2010 lumbar spine without IV contrast: foca1 right foraminal disc protrusion at l4-l5 causing at least moderate right. (B)(6) 2010: lumbosacral spine, three views examination : mild degenerative change at l4-l5. 2. Minimal nonsignificant curvature of the lumbar spine. (B)(6) 2012: screening mammogram: a few punctate calcifications are seen with n the outer left breast. Impression: prominent levoscolosis of upper thoracic spine. Concurrent conditions included overweight, flu symptoms, general body pain, cough, neck pain, vaginal discharge, vaginal itching, chest pain, sinus pressure, nasal congestion, allergic conjunctivitis, insomnia, tearfulness, mood altered, cloudy urine, anemia, euthyroid goitre, bladder infection, urinary tract infection, graves' disease, premenopause, gastroesophageal reflux disease, hypertension, fibroma, inflammation, major depressive disorder, headache, general body pain, vitamin d deficiency, musculoskeletal pain, upper respiratory infection, yeast infection and uterine leiomyoma. Family history included breast cancer (mother) and hypertension (grandmother). Concomitant products included diphenhydramine hydrochloride (antihistamine allergy relief), diphenhydramine hydrochloride;paracetamol (pain reliever pm), ibuprofen, naproxen sodium (aleve), paracetamol (acetaminophen) and thiamazole (methimazole) since 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse) (every attempt,severe)"). In (B)(6) 2011, the patient experienced depression ("depression") with depressive symptom and anxiety ("anxiety"). In (B)(6) 2011, the patient experienced fatigue ("fatigue / fatigue"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced abdominal pain ("severe abdominal pain / pain abdominal (a couple of times per month, severe)"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). In 2016, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain ("severe back pain / pain pre-existing back pain worsened (daily, moderate)"), weight fluctuation ("weight fluctuations"), pelvic pain ("pain"), thyroid disorder ("thyroid problems") and gastritis ("gastritis"). The patient was treated with surgery (vaginal hysterectomy with conservation of ovaries). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, back pain, weight fluctuation, vaginal haemorrhage, menorrhagia, depression, anxiety, pelvic pain, thyroid disorder and gastritis outcome was unknown, the genital haemorrhage, dysmenorrhoea, abdominal pain and nausea had resolved and the fatigue and dyspareunia was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastritis, genital haemorrhage, menorrhagia, nausea, pelvic pain, thyroid disorder, vaginal haemorrhage and weight fluctuation to be related to essure. No further causality assessment were provided for the product. The reporter commented: she may have no choice but to undergo a hysterectomy to have her essure removed. Moreover, she has since been taking prescription medication in order to manage her severe pain. She had used bc powder, anxiety & gastritis medication as concomitant drug. She did not have essure removed. Essure confirmation test(s) conducted, specify- (B)(6) 2009 hsg (per pfs, please note date discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Pathology test - on an unknown date: uterus, bilateral fallopian tubes, vaginal mucosa ¾ uterine serosa with subserosal leiomyoma. ¾ benign cervix with endocervix with area of mature squamous metaplasia. ¾ thin, weakly proliferative endometrium. ¾ intramural and submucosal leiomyoma with focal calcification measuring up to 3.0 cm. ¾ two metallic devices in cornua bilaterally. ¾ separate portions of squamous mucosa with maturation consistent with vaginal mucosa. Separate portion of soft tissue with 0.5 cm leiomyoma. Gross: specimen is distorted and difficult to identify anterior, posterior, left and right. Wrapped around in the outside of one stump of the fallopian tube are several wires and a wire is noted extending form the stump of the other fallopian tube. Sectioning of the cornua shows the presence of these metallic devices firmly within the myometrium. An intact length of fallopian tube is not identified.; on (B)(6) 2017: pathology report ¿ gastric biopsy. Benign gastric mucosa with mild inflammation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression , fatigue, back pain, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Outcome of event nausea, dyspareunia, fatigue, abdominal pain, dysmenorrhoea, genital haemorrhage were updated. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('presence of these metallic devices firmly within the myometrium') and genital haemorrhage ('heavy bleeding / abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) year-old female patient who had essure (batch no. 710398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, back pain, gravida ii, parity 2 ((B)(6) 1985, (B)(6) 1989)), tetanus, hypertension, back surgery, cystocele and rectocele. On (B)(6) 2010 lumbar spine without IV contrast: foca1 right foraminal disc protrusion at l4-l5 causing at least moderate right. On (B)(6) 2010: lumbosacral spine, three views examination : mild degenerative change at l4-l5. 2. Minimal nonsignificant curvature of the lumbar spine. On (B)(6) 2012: screening mammogram: a few punctate calcifications are seen with n the outer left breast. Impression: prominent levoscolosis of upper thoracic spine. Concurrent conditions included overweight, flu symptoms, general body pain, cough, neck pain, vaginal discharge, vaginal itching, chest pain, sinus pressure, nasal congestion, allergic conjunctivitis, insomnia, tearfulness, mood altered, cloudy urine, anemia, euthyroid goitre, bladder infection, urinary tract infection, graves' disease, premenopause, gastroesophageal reflux disease, hypertension, fibroma, inflammation, major depressive disorder, headache, general body pain, vitamin d deficiency, musculoskeletal pain, upper respiratory infection, yeast infection and uterine leiomyoma. Family history included breast cancer (mother) and hypertension (grandmother). Concomitant products included diphenhydramine hydrochloride (antihistamine allergy relief), diphenhydramine hydrochloride;paracetamol (pain reliever pm), ibuprofen, naproxen sodium (aleve), paracetamol (acetaminophen) and thiamazole (methimazole) since 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse) (every attempt,severe)"). In (B)(6) 2011, the patient experienced depression ("depression") with depressive symptom and anxiety ("anxiety"). In (B)(6) 2011, the patient experienced fatigue ("fatigue / fatigue"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced abdominal pain ("severe abdominal pain / pain abdominal (a couple of times per month, severe)"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain ("severe back pain / pain pre-existing back pain worsened (daily, moderate)"), weight fluctuation ("weight fluctuations"), pelvic pain ("pain"), thyroid disorder ("thyroid problems") and gastritis ("gastritis"). The patient was treated with surgery (vaginal hysterectomy with conservation of ovaries). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, fatigue, dyspareunia, weight fluctuation, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea, pelvic pain, thyroid disorder and gastritis outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastritis, genital haemorrhage, menorrhagia, nausea, pelvic pain, thyroid disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she may have no choice but to undergo a hysterectomy to have her essure removed. Moreover, she has since been taking prescription medication in order to manage her severe pain. She had used bc powder, anxiety & gastritis medication as concomitant drug. She did not have essure removed. Essure confirmation test(s) conducted, specify- (B)(6) 2009 hsg (per pfs, please note date discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Pathology test - on an unknown date: uterus, bilateral fallopian tubes, vaginal mucosa uterine serosa with subserosal leiomyoma. Benign cervix with endocervix with area of mature squamous metaplasia. Thin, weakly proliferative endometrium. Intramural and submucosal leiomyoma with focal calcification measuring up to 3.0 cm. Two metallic devices in cornua bilaterally. Separate portions of squamous mucosa with maturation consistent with vaginal mucosa. Separate portion of soft tissue with 0.5 cm leiomyoma. Gross: specimen is distorted and difficult to identify anterior, posterior, left and right. Wrapped. Around in the outside of one stump of the fallopian tube are several wires and a wire is noted. Extending form the stump of the other fallopian tube. Sectioning of the cornua shows the presence. Of these metallic devices firmly within the myometrium. An intact length of fallopian tube is not. Identified.; on (B)(6) 2017: pathology report ¿ gastric biopsy. Benign gastric mucosa with mild inflammation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression , fatigue, back pain, pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 21-aug-2019: new pfs and mr received- case becomes incident. New event from mr added- ¿presence of these metallic devices firmly within the myometrium¿, lot number and concomitant conditions were added. Reporters information, patient demographics and removal details were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.